Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The caller was instructed to call back if the malfunction code appears again and understood the guidance provided.